Event description:
A facility reported that the micro detach kerrison (rb5862dt) broke during use on a patient. The lower rail snapped off near the tip. The tip was recovered from the incision and the case continued. No serious injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The u-c detach kerrison micro (rb5862dt) was not returned for evaluation; however, images were provided. Visual evaluation: the complaint reported by the customer was confirmed. Per the provided image, this kerrison had damage to its lower rail due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. No further investigation is required based on the acceptability of risk and no adverse trends have been identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.